Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Sales rep reported a shoulder scope was done 15 years ago on a patient that recently had an image taken that shows a fragment in the patient's glenoid. Additional information received via email from the sales rep on 2-11-2016 that the fragment was removed weeks ago.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information has been provided regarding the original or the revision surgery or the device. Therefore, a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.